Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number: 2916596-2020-02912. It was reported that the patient's primary controller had a controller fault alarm. The patient could not complete a self test or look at pump parameters. He prepared to change his controller the back up controller had a controller fault alarm when he connected it to power. The patient presented to clinic for new controllers. Both faulted controllers were replaced in clinic and once the controllers were exchanged the alarms resolved.

Manufacturer narrative:
Section d4: additional information. Section d10: additional information. Section h3: correction. Section h4: additional information. Incidental findings: expired backup battery. Manufacturer's investigation conclusion: the reported event of controller fault alarms was not confirmed. The heartmate ii system controller (serial #: (B)(6)) was returned and a log file was downloaded. The downloaded log file spanned approximately 46 days ((B)(6)2017 per timestamp). There were no notable alarms in the log file related to the reported event and the reported event date was not captured in the log file. Pump operation was not affected. The system controller was functionally tested and passed all stages of testing. The system controller was able to support pump function for an extended period. The reported event was not reproduced. The root cause of the reported event could not be conclusively determined in this analysis. No further information was provided. The manufacturer is closing the file on this event.